Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of pain/seroma-late/lump/nodule was reviewed on (B)(6) 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified: white and yellow particles on the surface shell. Fluids . Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan complaint handling. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sharp pain and swelling.

Event description:
Patient reported via regulatory agency left side "sharp pain, a mass, swelling, and fluid collection on the outer edge of breast implant near the armpit." The device remains implanted.